Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests three to four times a day and manages her diabetes with novolog 70/30 (15 units) twice a day and a set dose (60 units) of levimir once a day. The patient indicated that the alleged issue occurred in (B)(6) 2010 (date/time unknown). After the alleged issue occurred, the patient stated she continued with her usual dose of medication. The patient confirmed she did not test her blood glucose with another device. Approximately one week later (date/time unknown), the patient corrected and clarified she developed a symptom of shaking. At the onset of her symptom, the patient clarified she immediately administered self-treatment by consuming food; the patient felt better approximately 30 minutes later. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The patient denied trauma to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of sever hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.